Manufacturer narrative:
The devices were not returned to olympus for evaluation. The exact cause for the reported event cannot be determined. However, based on similar reported events, the most probable cause for the reported event is mishandling during shipping. The instruction manual provides warning which states; ¿carefully remove the device from its shipping package. Inspect the packaging and the device to ensure no damage occurred during transit or storage. Do not use this device if the packaging or the device is damaged.¿

Event description:
Olympus was informed that upon receipt, the sterility of one device was found to be compromised, as the sterile packaging on one device has a torn lid. Additionally, the user facility reported that the inner box and the shipping carton were both damaged. Something poked through the boxes and into the one device package. The other 4 devices in the box were in good condition. The device was not used on a patient; therefore, no patient injury was reported.

Manufacturer narrative:
Supplemental report is being submitted to provide the device evaluation results. The evaluation confirmed the sterility of the device was found to be compromised. The device was returned in its¿ original package. A visual inspection on the un-opened / sealed packaging of the device and found there is a tear on the side of the package. The tear appears to be from an impact. However, the container is still un-opened / sealed and observed no damage on the device inside the package. The cause of the reported event could not be conclusively determined however, shipping and handling of the device cannot be ruled out as a contributing factor of the tear in the packaging. A review of the device history record (DHR) for this device has been conducted. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.